Event description:
It was reported that the user experienced hyperglycemia while using the ilet after pausing insulin to charge the device, with a reported blood glucose of 250 mg/dl and recent supply changes during which the infusion set connector was described as hard to turn and lock. Symptoms included elevated blood glucose without reports of loss of consciousness, seizure, or need for assistance. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included customer interview, review of device use and recent supply change, and troubleshooting and education by support. Investigation of this case revealed that glucose began trending down during the call, no alerts or alarms were reported, and the cause of hyperglycemia was unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause, with user action to pause insulin and potential insertion or connection resistance noted, and no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.